Manufacturer narrative:
As part of the manufacturing process, a balloon inspection is performed for the units and balloon free deflation time requirements are established for all models.

Event description:
As reported, after balloon inflation to insert this swan ganz catheter and reach the wedge position without apparent resistance, the balloon did not deflate. It was confirmed the syringe lock was opened; no active pulling back of air with the syringe was performed. Two attempts of balloon passive deflation were done unsuccessfully. Minimal blood volumen in the catheter body, where the balloon connects, was observed. The device was withdrawn, and the balloon was found ruptured. The device had been successfully tested three times before use. The issue was solved with a new unit. There was no allegation of patient injury.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.